Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra2 meter " does not turn on." The medical affairs specialist (mas) was able to contact the patient; however, the patient seemed confused and forgets the timing of the event. Therefore, this complaint is being classified based on the customer service representative's (csr) documentation and recorded phone conversation. The patient tests her blood glucose at least four times a day and takes insulin on a sliding scale to manage her diabetes. The patient's last blood glucose reading "79 mg/dl" was at 4 pm on five days earlier. The patient claimed that she took insulin based on meter results (unspecified dose/type) and at 9 pm, stated that she tried testing again but the meter would not turn on. As a result of the alleged issue, the patient mentioned to the csr that she did not make any changes to her diabetes treatment. A few hours later, she reportedly became sleepy, weak and very sweaty and claimed that she gave herself some marshmallows and felt better sometime afterwards. This was not a new out of box product and there was no meter trauma. The correct test strips were used to test the meter with. However; the reported issue was resolved with troubleshooting. This complaint is being reported because the patient claimed that she developed symptoms suggestive of hypoglycemia after the reported meter issue started. The patient's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has no yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.